Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry throat; device hot to touch; difficulty breathing; nasal/throat irritation or soreness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry throat, difficulty breathing, nasal/throat irritation or soreness, device hot to touch and noisy device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry throat, difficulty breathing, nasal/throat irritation or soreness, device hot to touch and noisy related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the top enclosure had a dark unknown contaminant and dust-like contaminant on the outside of it. The front panel had an unknown dust-like contaminant on the outside. Inside the unit, the top enclosure had a brown residue and a thick, dark, unknown substance. A layer of an unknown contaminant was on the top of the front panel and brown residue on the back of the front panel. An unknown dark contaminant was observed on/in the air inlet. The rear panel had brown residue on the back. Observing the bottom enclosure, dust-like contaminants and hair-like particles were present. A keratin-like substance was observed on the blower seal and blower box, addresses the issue of keratin. Evidence of liquid ingress was observed on the blower box and blower. Dust-like contaminants were observed on the blower. The blower box was discolored and had an unknown brown contaminant throughout it. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes that confirmed no presence of degraded sound abatement foam using a fitt and confirmed the presence of dust-like contaminants, liquid ingress was observed likely from an external source. Unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.